Event description:
It was reported that before an open gastrectomy, it was found that the middle of the tyvek was damaged about 1cm. The package was not opened. The package was storaged without outer box. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.